Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm last year, was receiving shocks, and the medical team allegedly attempted to have local representative present to program off the implantable cardioverter defibrillator (ICD) so they could treat the vt storm themselves, but were unsuccessful at getting a representative present. The patient's attorney states that the patient received sixty to eighty shocks prior to the patient passing away. The attorney noted that was not appropriate device function. The patient is deceased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported through the patient's medical records that the shocks the patient had received were appropriate. It was further reported that the patient¿s wife indicated that the patient¿s device was inactivated in early february per the patient's request. Pharmacological treatment had failed, and the patient and patient¿s wife refused ¿any defibrillation or cardioversion, even if it resulted in death¿. The patient was then transferred to end-of-life comfort care and noted to ¿not likely to live through the night¿.